Event description:
It was reported that during unpackaging the 2.50x16mm taxus liberte drug eluting stent for a coronary drug eluting stenting treatment procedure, the cardiologist noticed the tip of the delivering system was not complete.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and the distal bumper tip was missing. Visual examination of the returned catheter revealed that the red distal tip section was severed. The severed section edges are rough and jagged and appears to have been torn. The failure was in the tip material and not at the bond site. Microscopic examination of the material failure is consistent with tensile loads exceeding the material tensile force. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is unknown.